Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure the surgeon fired the device to create the anastomosis in the colon, everything seemed normal during the firing. When the surgeon tried to open the device it would not open and he could not remove it from the site. He had to convert to an open procedure and cut the device out of the patient. When the device was removed he observed that the device had stapled but did not cut. Due to the device did not cut there were no hemostasis issues when the device would not open. He then performed a hand sewn anastomosis, the procedure was prolonged due to the conversion. No time frame was provided to the rep for how long it took to perform the additional procedure. No additional information was provided to the rep at this time other that the patient is stable. The device is being held in risk management.

Manufacturer narrative:
(B)(4). Additional information:

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: device is being held in risk management at this time. The surgeon is concerned of a possible law suit due to the patient¿s family had to be informed of why the procedure took extended time. The patient is stable and in the hospital at this time. Did the surgeon fire plastic to plastic? When the device would not open, was this with counter clockwise turning, when removing the anvil from patient, or would the knob not turn? Was the staple formation good? What confirmation did the surgeon receive that the firing stroke was completed? What is the patient¿s current status? Was there any change in the patient¿s post-operative care? Is the patient expected to have a full recovery? "The instrument was fired by the pa who has fired this many times before. Having said that the surgeon said he didn't hear any weird noises and the pa thought he heard the crunch....they remove it per IFU. The last I spoke to the surgeon the pt was doing fine. I just sent the instrument back today."

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ecs33a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that when removing the device; open the instrument by turning the adjusting knob counterclockwise. For easy removal, only open the instrument one-half to three-fourths revolutions. To assure the anvil is free from tissue, rotate the instrument 90° in both directions. To withdraw the open instrument, gently apply rearward traction while simultaneously rotating. Please reference instructions for use for additional information needed. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.